Event description:
It was reported in 2007 that due to chronic ear infections and further electrodes hls the patient is scheduled for re-implantation. It is reported that the surgeon will be obliterating the ear canal, so as to decrease further changes of ear infection and cholesteotoma, and would like to explant/re-implant at the same time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.